Event description:
Pt reports that on (B)(6) 2010 when she woke up after her procedure, she immediately began to experience numbness to both her lower legs, toes, calves and she developed rashes all over her body. She also suffered severe pain and burning sensation. She is due the first of a multiple series of revision surgeries on (B)(6) 2012 as needed to extract the mesh and repair damage tissue.